Manufacturer narrative:
Additional information: during the visual inspection of the representative samples, no defects were found on the package. Samples were opened and the swage and attachment area of samples were as expected. According to samples condition no sutures breakage was observed and the sutures tested met the requirements.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent a mitral valve repair procedure on (B)(6) 2017 and the suture was used to suture down the mitral ring. After coming off bypass a trans esophageal echo was performed and a leak in the mitral ring was noticed. The suture was unraveled and the patient was placed back onto bypass to re-suture the ring. When the valve was opened for the second time, the surgeon pulled on the suture. All eight knots were unraveled and about four stitches pulled out. Another suture was used to complete the procedure. The patient had a prolonged bypass time for the operation. Instead of sixty three minutes it was an one hundred and forty three minute bypass time. The surgeon had to eventually replace the mitral valve with a prosthetic valve, which affects the patient medically for the rest of her life. Additional information has been requested.